Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead was undersensing and oversensing. The device was reprogrammed and the lead is still in use. It was further reported that the device was reprogrammed due to the patient's chronic atrial fibrillation. No patient complications have been reported as a result of this event.